Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 09.804./600s. Synthes lot: 82251823. Supplier lot: 82251823. Release to warehouse date: 10 november 2022 supplier: (B)(4). No nonconformance reports (ncrs)) were generated during production. Part: 09.804./600s. Synthes lot: 82261952. Supplier lot: 82261952 release to warehouse date: 08 november 2022. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: date of manufacture is either november 8, 2023, or november 10, 2023.

Event description:
It was further reported that patient was stable.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2023, the patient was undergoing a percutaneous vertebroplasty for a compression fracture. The balloon at the left side was inflated properly, but the balloon at the right side did not seem to be inflated even at the upper limit of the regulation pressure. Therefore, the surgeon attempted to remove the balloon and stent by deflating the balloon, but they got caught by a guide and separated. After that, the surgeon reinserted the balloon and attempted to inflate it, but the balloon did not go all the way to the tip of the stent and stopped in the middle of the stent. At the surgeon's discretion, the posterior portion of the stent was slightly inflated, a cement needle was inserted as far as it would go, and cement was injected from the posterior portion of the stent into the surrounding area. The surgery was completed successfully within 30 minutes delay. After surgery, the sales rep checked all the instruments including the balloon used in the surgery and found that the balloon could be inflated without any problems and there had been no leakage of contrast medium, etc. No further information is available. This report is for a vertebral body set/small-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.